Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the screw insertion, the surgeon attached the drill bit for colibri. He drilled the screw hole by using the drill bit and the corresponding drill guide, but the drill bit broke. The veterinarian said the drill bit was held exactly vertical on the bone, so it should not have been overloaded. The doctor reported similar types of breakage occurring in the same position. The doctor requested the analysis and the investigation. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional broken drill bit was noted on (B)(4) 2013. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by synthes europe. Report received indicates the measurable dimensions of the drill bit were checked as far as possible and found to be in compliance with (B)(4). The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding the material analysis strength and structural stability. The values were in compliance with (B)(4). The investigation shows that the two drill bits the tips are broken off. The exact cause which has led to this occurrence cannot be determined. The complaint condition is likely the result of a mechanical overload. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.